Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is set up on vibrate mode but when the alert comes on, it beeps instead of vibrating. The local trainer also confirmed that it was on vibrate mode. Customer stated battery is low. Customer stated the insulin pump did not vibrate during the vibrate test. Most recent blood glucose is 76 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to vibrate during the self test due to a broken vibrator wire. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.